Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device onsite and reported all issues were resolved once the flow sensor ribbon cable was reseated. The asp verified device functionality by complete performance verification testing. The device was operational and returned to service after repairs were completed.

Event description:
Philips received a complaint from the customer reporting the v60 ventilator unexpectedly shut down while in clinical use. There was report of harm. The patient's oxygen saturation declined to 73% as a result of the device malfunction. The unit was exchanged for an alternative v60 ventilator to continue therapy. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue. The customer bme reported multiple audio and visual alarms when the issue occurred, but error codes were not noted. The error messages noted at time of the event were as follows: blower stalled; ventilator restarted; backup alarm failed; auxiliary supply failed; 35 v supply failed. The bme said the device restarted but with errors. The device error log was not available for submission. The customer bme reported the most likely cause is pm pcba failure. Repair pending completion of onsite investigation.